Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump displayed dim segments. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed. Testing results identified 9 out of 9 returned lvp display board assemblies (qty 7 p/n tc10010208 and qty 2 p/n tc10010762) with dim segments. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Device inspection: the customer returned 9 lvp display board assemblies. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only display boards were provided for the investigation.

Event description:
It was reported that the large volume pump displayed dim segments. There was no patient involvement.